Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Event description:
Edwards received notification from a field clinical specialist that a patient with an edwards 29mm sapien 3 transcatheter valve, implanted in the aortic position for 1 years and 2 months, will undergo a valve in valve procedure due to stenosis. Post initial tavr, the patient had a mean gradient of 11mmhg. The valve was implanted with 2cc. Two months post tavr, mean gradient was 20mmhg. Most recent gradient was 43mmhg mean and 70mmhg peak. The cause of the stenosis was possible under expansion.

Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. The device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of valve stenosis was unable to be confirmed. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, 'an edwards 29mm sapien 3 transcatheter valve, implanted in the aortic position for 1 years and 2 months, will undergo a valve in valve procedure due to stenosis. Post initial tavr, the patient had a mean gradient of 11mmhg. The valve was implanted with -2cc. Two months post tavr, mean gradient was 20mmhg. Most recent gradient was 43mmhg mean and 70mmhg peak'. The cat-scan (CT) measurements from the fluoroscopy were compared with the nominal outer diameter (od) and the results indicate there is a possibility that the valve could have been under expanded due to less volume used for deployment. The valve od is slightly below the minimum of the nominal od. Under-expansion may restrict the leaflets from full opening, thereby reducing the effective orifice area (stenosis) leading to increased gradient. As such available information suggests that the procedural factor (under expansion of valve) could have resulted in the complaint event. However, a definitive root cause cannot be determined at this time. Since no labeling or IFU inadequacies were identified, no corrective/preventative action nor product risk assessment (pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.